Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently entered number of calories instead of grams of carbohydrates when requesting a bolus. The customer's blood glucose (bg) level subsequently decreased to range from 35-43 mg/dl. Customer consumed carbohydrates and turned off the pump to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.